Event description:
An occlusion alarm was reported by the caller, but the alarm number could not be verified in the pump history, and the exact date of occurrence was uncertain, estimated to be (B)(6) 2025. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin, and additional assistance was deemed unnecessary. The case was closed by the technical support team.